Event description:
It was reported that pump experienced malfunction alarm with malf 5 code that could not be permanently resolved by reset, even after caller followed technical support instructions. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy. Technical support arranged shipment replacement pump with updated software.